Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -13.5/3.0/92 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. In a subsequent surgery later that day, the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem.

Manufacturer narrative:
Corrected data: d9: 09/08/2021 should be corrected to 06/20/2022. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h4: 06/20/2022 should be corrected to 09/08/2021. Claim #(B)(4).